Manufacturer narrative:
This report is submitted on june 12, 2020.

Event description:
Per the patient, the coil cable had frayed and was sparking. There was no allegation of serious injury associated with the issue. The battery charger has not been returned to the manufacturer as of the date of this report.